Event description:
It was reported that during a da vinci s surgical procedure, blurry and foggy vision were experienced on the left and right images of the surgeon console. The camera and endoscope were cleaned and then the endoscope was replaced, however, the issue continued to recur. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) concluded that the vision issues experienced by the customer were associated with their endoscopes. Three of the site's four endoscopes were unable to simultaneously focus both eyes. The endoscope projects light from the illuminator onto the surgical site via fiber optic cables. The video image of the surgical site captured by the endoscope is sent back through the left and right channels to the camera head. The fse recommended that the site replace the affected endoscopes prior to performing their next case. Additionally, the fse replaced the camera head and camera cable as a precaution. The camera head produces three dimensional images to the da vinci s vision system through right and left optical paths. The images are acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. As of (B)(4), 2009, there have been no reported recurrences of the issue at this hospital.